Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via clinical study indicated the patient presented to the office on (B)(6) 2019 with pump alarming critical alarm and feeling some nausea. It was noted the patient had mild withdrawal symptoms noted, primarily nausea. The pump was explanted/replaced on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that per the event logs today at 06:04 am a motor stall occurred (code 100 via the a810). There was no magnetic resonance imaging (MRI) or electromagnetic imaging (emi) that could have caused the pump to stall. There was just this one motor stall with no recovery in the logs. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that patient was scheduled for a pump replacement on 5/31. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-may-2019 from the patient via a company representative who reported that the pump was delivering dilaudid (3000 mcg/ml at 200 mcg/day) and bupivacaine (18.0 mg/ml at 1.2 mg/day). The pump alarm was silenced when the patient was seen in the clinic on (B)(6) 2019. A pump motor stall recovery occurred on (B)(6) 2019 at 17:25. The pump was replaced the morning of (B)(6) 2019. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿.